Event description:
It was reported that the customer's insulin pump alarmed while rewinding and priming. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had broken reservoir tube lip, cracked display window corner, scratched screen, and missing end cap sticker.